Manufacturer narrative:
Complaint cannot be confirmed at this time as the sample has not yet been returned for evaluation. The lot number has not been provided and a review of the device history records could not be performed. The IFU cautions that product is sterile unless package is damaged or open.

Event description:
Information as reported to davol: it was reported that the glue on paper of the tyvek lid is not sticking, not staying closed. The damage was noted upon receipt of the product and there was no patient intervention. As reported, this may represent a breach of sterility as such an MDR is filed to document this event.